Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Upon evaluation, it was observed that an internal cable plug, designator p23 which connects the therapy connector to the therapy pcb assembly was loose from the therapy pcb assembly at connector j23. The cable plug (p23) was not properly locking into place in the connector (j23) on the therapy pcb assembly. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer detect the connection of the defibrillation therapy cable assembly. Without recognition of this cable, the device would not have the ability to charge or deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.